Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative result with the binax now covid-19 ag card assay performed on a direct tested nasal kitted swab. Repeat testing was not performed. Confirmation testing on nasal swabs with aurora alinity platform generated positive results. The customer stated the patient was symptomatic. Additionally, the customer confirmed there was no delay or impact in the patient's treatment nor any patient harm.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 130708 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, manufacturing records and quality control release testing was reviewed for kit part number 195-000 / lot 130708 and device part number 195-430h / lot 128937a. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 130708 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, it could possibly be related to the specific patient sample.